Manufacturer narrative:
The field service engineer determined there was an overflow of system reagent due to a hole in vacuum tubing. There was visible detergent crystallization on the top of the reaction cells. The rinse tubing was replaced and the rinse volumes were adjusted. Precision studies were performed and all results were within specifications. Calibration data showed there were calibration errors on the day of the event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a questionable results for one patient sample tested with ise indirect na for gen.2 on the cobas 6000 c (501) module on (B)(6) 2019. On (B)(6) 2019, the reporter stated the issue occurred again with two additional patient samples and these samples had discrepant na results. No incorrect results were reported outside of the laboratory. The first patient sample initially resulted with an na value of 173 mmol/l. The sample was repeated on a second analyzer, resulting as 141 mmol/l. The repeat value was believed to be correct. The second patient sample, from a (B)(6) male patient born on (B)(6), initially resulted with an na value of 159 mmol/l. The sample was repeated on a second analyzer, resulting as 135 mmol/l. The repeat value was believed to be correct. The na electrode lot number was s7862. The electrode expiration date was requested, but not provided.